Manufacturer narrative:
Received one(1) used list# ch2000s-c, spinning spiros® closed male luer, red cap; lot# 13992665 no physical damage or other anomalies observed. The spin feature has been activated; no anomalies were observed on the shear tab. Spiros was pressure leak tested, and no leaks were observed. Cannot confirm the customer's complaint of a leak. A device history review (DHR) lot and relevant commodities were reviewed, and the following discrepancy was identified: lot#: 13867629. Discrepancy: during the a1 shift, an operator on the body 3 machine found short shots on cavities a18. Bracketing was completed on all remaining bags and defects were found only in bag 10. Ncmr qty updated to (B)(4).

Event description:
It was reported that a spinning spiros® closed male luer, red cap generated a leak during patient use. It was stated that the product was leaking oxaliplatin. The event occurred on an unspecified date during the week of 22-jul-2024 to 25-jul-2024. The oxaliplatin infusion was connected by plum y-site tubing into a dextrose 5% (d5w) primary line and the spiros that attaches to the patient began to leak, at the site where the primary tubing and the spiros connect, during the last few minutes of the infusion. There was a small leak (< 10ml total). There was patient involvement, and no patient harm; however, there was a delay in therapy because they needed to stop the infusion due to leakage.